Manufacturer narrative:
The contribution of the device to the reported event could not be determined as the device was not returned for evaluation. The root cause of the event could not be determined from the information available and without device evaluation.

Event description:
It was previously reported by a patient (case (B)(4)) that the patient had undergone a left hamstring tendon repair procedure on (B)(6) 2012. The patient had torn his hamstring off the pelvic bone and the surgeon reattached it using two arthrex anchors (ar-1928snf-2, lot 433344, corkscrew ft ii suture anchor and ar-18928sf-2, lot 388268), suture anchor, corkscrew, ft ii). The patient reported that he had been experiencing pain in pelvic bone and entire leg, tenderness and swelling in entire hip and leg. The symptoms began a few months after surgery when it was noticed the patient still had swelling which had not dissipated. Over time discomfort started with tingling in the leg and through the years the pain and swelling had increased with constant discomfort in the hip bone. Patient had been treated with physical therapy and drugs. At time of initial report patient stated he may have developed an allergy to the metal. Medwatch reports (1220246-2019-00942 and 1220246-2019-00943) were submitted for the possible allergic reaction. Additional information obtained 10/15/19: the patient has reported that he underwent a second surgery on (B)(6) 2019 to explant the two anchors (ar-1928snf-2, lot 433344, corkscrew ft ii suture anchor and ar-18928sf-2, lot 388268), which were previously implanted during the (B)(6) 2012 procedure. The anchors had been intended to hold his hamstring in place while it reattached to his pelvic bone. These anchors were removed and not replaced. Patient had requested to keep the explanted anchors but the facility declined to do so, being told it was due to the sharpness of the device. Final disposition of the anchors by the facility is unknown.